Event description:
It was reported to kci in 2008, that when the kinair medsurg bed position was being changed by medical staff, the electrical plug detached from under the bed. It was reported that subsequently the bed's back-up battery depleted, causing the bed to deflate. It was alleged that this caused the intubated patient to momentarily choke on her breathing tube. There was no reported injury or adverse event.

Manufacturer narrative:
Upon follow-up with the medical center by kci medical staff, it was determined that the plug inadvertently disconnected from the under-bed inverter. The nursing staff was alerted to the deflation when the patient became aroused and agitated, causing the ventilator to alarm. The caregiver stated that he did not hear the bed's deflation alarm. Qc check of the bed following this event in 2008 indicated that the bed was functioning properly, including bed alarms and back-up battery system.